Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was over 900 mg/dl. Customer experienced diabetic ketoacidosis, mild coronary infection, kidney failure and was hospitalized for 10 days. Customer removed the insulin pump prior to being admitted into the hospital.